Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1904003 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and functionally tested; no defects were identified. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd eclipse¿ needle drew up the medication during use, but would not inject it. The following information was provided by the initial reporter, translated from french to english: "according to several nurses, the needles were used to withdraw but not to re-inject the product. Malfunctions on the same batch."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle drew up the medication during use, but would not inject it. The following information was provided by the initial reporter, translated from french to english: "according to several nurses, the needles were used to withdraw but not to reinject the product. Malfunctions on the same batch."